Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The ipg was moving around the pocket as there was too much space. The patient underwent a revision procedure wherein the physician made a smaller pocket. The patient was reportedly doing well postoperatively.